Event description:
I had 2 cardiac stents put in on (B)(6) at miriam hospital in (B)(6). I have had worsening eczema conditions since then. I have been seeing a dermatologist but even following her protocol (prescription medicine, shots, steroids and ointments) has not helped. It is now on both hands and feet. Doing my own research revealed my case to be pompholyx (dyshidrosis). The clinical dermatology text refers to the ingestion of nickel, cobalt and chromium can elicit pompholyx who are patch test negative to these metals. My medtronic stents are composed of these 3 metals. The stents are called resolute integrity. I am to be patch tested on (B)(6) 2015. I have to wait to clear the steroids out of my system. I am out of work because of the severity of the eczema. I also found out that the des stents have other issues leading to possible heart attack (artery blockage). This is ironic because that is the problem the stents are suppose to fix. Will report back after patch test.